Manufacturer narrative:
An event regarding revision involving an unknown hip was reported. The event was not confirmed. The device was not returned for evaluation conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a right hip revision for unknown reason.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a right hip revision for unknown reason.